Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 433 mg/dl. Customer stated that they are getting an error message on his pump, states that they are getting the insulin flow blocked message. Customer wanted to know when he will be getting tubing and reservoirs as well. Insulin flow blocked alarm during basal. Assisted customer in performing a 5.0u fill cannula and insulin exited. Customer was unable to remove set at this time to test site portion of infusion. The insulin pump will not be returned for analysis.